Event description:
It was reported that a pt sustained 2 blisters on her left shoulder and chest area after being scanned with a 1.5t signa hdx mr system. The pt was sedated for a lumbar/spine exam and electrodes were placed for monitoring purposes. During the exam the pt was positioned head first, supine with her arms at the sides. Upon removal of the electrodes the skin peeled off with them. There were blisters noted under both electrodes. One the size of a pea, the other the size of a quarter. The third electrode was left on to be removed prior to the pt leaving the recovery room. When the pt woke up from the sedation she complained of the burning feeling. She was treated with ointment cream, an ice pack and morphine. The monitoring system used is medrad but the ECG electrodes are not recommended by medrad or ge healthcare.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Pt monitoring: (patient alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the blisters. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide (B)(4), defines proper pt positioning and padding to prevent warming during MRI scans. It also states that rf heating can be caused by the use of non mr compatible ECG electrodes. The case of the injury was user error since the hospital used non-recommended ECG electrodes. No further actions are planned at this time.